Manufacturer narrative:
Initial.

Event description:
It was reported that a user who transitioned from dexcom to a new freestyle libre 3 plus sensor could not pair the sensor with the ilet because the sensor had been started in the abbott app, resulting in the sensor being in use by another device; after repairing the ilet connection, the user was able to start the sensor. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.